Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured. The bladder rupture occurred during filling prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from september 20, 2019 - september 23, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the provided photograph using the naked eye showed evidence of a rupture. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause of the condition was a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.